Event description:
Complainant alleged that during incoming inspection the device displayed an "error 53" message and the device's defib output was incorrect. Complainant indicated that there was no pt involvement in the reported malfunction.